Manufacturer narrative:
Patient identifier: (B)(6) (2 patients). This report is being filed on an international product, list number 7c18 that has a similar product distributed in the us, list number 1l82. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported (B)(6) architect anti-hbs and architect anti-hbc ii results from a hepatitis b five-assay panel for 2 patient samples while running on the architect i2000sr analyzer. The customer stated the results were inconsistent with historical results. The customer compared the results to a sysmex platform. The customer believes the historical results are correct. The results were: on (B)(6) 2021: sid (B)(6): hbsag result: (B)(6) iu/ml, anti-hbs: (B)(6) miu/ml, hbeag: (B)(6) s/co, anti-hbe: (B)(6) s/co, anti-hbc ii: (B)(6). On (B)(6) 2022: sid (B)(6): hbsag result: (B)(6) iu/ml, anti- hbs: (B)(6) miu/ml, repeat result: (B)(6)miu/ml, hbeag: (B)(6) s/co, anti-hbe: (B)(6) s/co, repeat result: (B)(6) s/co, anti- hbc ii: (B)(6) s/co, repeat result: (B)(6) s/co. On (B)(6) 2021: sid (B)(6): hbsag result: (B)(6) iu/ml, anti-hbs: (B)(6) miu/ml, hbeag: (B)(6) s/co, anti- hbe: (B)(6) s/co, anti- hbc ii: (B)(6) s/co. On (B)(6) 2022: sid (B)(6): hbsag result: (B)(6) iu/ml, anti-hbs: (B)(6) miu/ml, hbeag: (B)(6) s/co, anti-hbe: (B)(6) s/co, anti- hbc ii: (B)(6) s/co (repeat testing not provided). The reference range for the architect platform: hbsag: < 0.05 iu/ml, anti-hbs: >/=10 miu/ml, hbeag: < 1.0 s/co, anti- hbe: >1.00 s/co, anti-hbc: < 1.0 s/co. Following results from testing on the sysmex platform at another hospital: sid (B)(6): hbsag: (B)(6) iu/ml, anti-hbs: (B)(6) miu/ml, hbeag: (B)(6) coi, anti-hbe: (B)(6), anti- hbc: (B)(6) coi. Sid (B)(6): hbsag: (B)(6) iu/ml, anti- hbs: (B)(6) miu/ml, hbeag: (B)(6) coi, anti-hbe: (B)(6) inh%, anti-hbc: (B)(6) coi. The reference range for the sysmex platform: hbsag: < 0.03 iu/ml, anti-hbs: < 5.0 miu/ml, hbeag: < 1.0 coi, anti- hbe: < 50 inh%, anti-hbc: < 1.0 coi. The other hepatitis b assays (hbsag and hbeag) that were tested did not generate discrepant results for the 2 patient samples, therefore do not meet reporting criteria. There was no impact to patient management reported.

Manufacturer narrative:
The complaint investigation for false positive architect anti-hbs results included a search for similar complaints, and the review of complaint text, trending data, labeling, and device history records. Return testing was not performed as returns were not available. The complaint activity was reviewed for the reagent lot and did not identify an increase in complaint activity for the issue. Tracking and trending were reviewed and did not identify any related trends. Historical performance in the field of reagent lots using worldwide data was evaluated. The patient median result for the lot is comparable with all other lots in the field and within established baselines, confirming no systemic issue for the product lot. Device history records were reviewed did not identify any non-conformances or deviations related to the reagent lot and complaint issue. Labeling was reviewed and adequately addresses the issue under review. Based on the investigation, no systemic issue or product deficiency for architect anti-hbs reagent lot 28250fn01 was identified.

Event description:
Updated: additional patient information received on 19jan2022: sid (B)(6) was a 2-year 10 month old male that was an inpatient in the respiratory intervention department. Sid (B)(6) was a 1-year 2 month old male that was an inpatient in the respiratory intervention department.

Manufacturer narrative:
B5 - describe event or problem updated: additional patient information received on 19jan2022: sid (B)(6) was a 2-year 10 month old male that was an inpatient in the respiratory intervention department. Sid (B)(6) was a 1-year 2 month old male that was an inpatient in the respiratory intervention department. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.